Event description:
Caller alleged imprecision with inratio meter. Caller also alleged discrepant results compared with the lab. Pt's therapeutic range: 2-3 inr. Pt's coumadin dose was changed by the nurse each time he called in the report an inr value outside of therapeutic range.

Manufacturer narrative:
Investigation pending.